Manufacturer narrative:
On apr 14, 2023, additional information was received indicating the patient also experienced implant site fluid collection on the right side postoperatively. H6. Health effect - clinical code e2403: implant site fluid collection manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On jun 16, 2023, additional information was received indicating the patient also experienced squamous cell carnicoma. This was determined to be not related to the implants by the principal investigator. On jul 13, 2023, additional information was received indicating the implant site fluid collection occurred on the left side, not the right side. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient underwent a breast reconstruction with a mentor memoryshape breast implant 555cc and experienced capsular contracture baker grade iii on the right side post-operatively. As a result, the patient underwent a capsulectomy without device removal on (B)(6) 2018.